Event description:
A product issue has been discovered during internal testing of our record & verify system with the medical oncology module used for chemotherapy administration. It has been discovered that the creatinine clearance calculation for pediatric patients that are less than two years old is not calculated correctly. When the patient age is entered in months, the creatinine clearance calculation will always assume this value to be in years and thus, will calculate assuming that the display month data (for those patients less than two years of age) is representing the age in year. Upon initial review of this incident, a reporting decision was performed which evaluated the precussions if this incident was to recur. As a death or serious injury appeared unlikely, this issue had been deemed not reportable. However, as result of re-evaluation of this incident, a decision has been made to report this issue in the abundance of caution.